Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was heard. Telemetry confirmed that a critical alarm was occurring; the alarm was due to a pump motor stall. The patient had an MRI 30 minutes prior to the report.

Event description:
Additional information: it was later reported that the motor stall had occurred at 11:54 (due to MRI as reported previously); it recovered at 14:43. There were no other issues. Patient experienced no symptoms/injury. Drugs delivered via the device were fentanyl & bupivacaine.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n296393005, implanted: 10/09/2011, explanted: unknown.